Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/30/2015 with the following findings: a review of the pump¿s black box history showed no evidence of power interruptions occurring. The battery compartment was intact; no damage was observed. The returned cartridge and battery caps were intact and were used to complete all testing. The returned battery cap was fastened and then unscrewed half a turn with no power reboots occurring. The pump case was removed and no intermittent condition was found to the power circuit or continuous glucose monitor module. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. The complaint that the pump had no power was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The distributor alleged that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).